Event description:
Reporter alleged blood glucose measured 38, 57, 76, & 80 mg/dl when all tests were performed back to back; however, no specific time frame provided due to time and date not set on meter. Customer stated feeling low so he self treated with food and juice as a result. Customer indicated afterwards checking for controls which they were expired so he went to the pharmacy for control testing. Customer reported level 1 value was within an acceptable range; however, no level 2 testing was performed. No other actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.